Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient went to the hospital for rehabilitation due to heart surgery and was not using the pump while in rehab. The patient reportedly was given lantus and short acting insulin. On morning of the discharge, the patient reportedly was told to resume pump therapy and when the patient did, the blood sugar reportedly dropped to 28 mg/dl due to active insulin that was already in the body. The patient reportedly was treated in the emergency room by the health care provider with glucagon injections and intravenous (IV) fluids. The health care provider reportedly adjusted the pump's settings before and after the adverse event. This complaint is being reported because the patient experienced hypoglycemia due to use error of the device as the patient already had active insulin in the body when insulin pump therapy was resumed. There was no indication of a pump malfunction and the patient remained on the pump.